Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 155 mg/dl. The customer stated they had worn their insulin pump into a magnetic resonance imaging machine prior to the alarm occurring. Customer also stated they were able to complete the rewind sequence on their insulin pump, but the alarm was recurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.